Manufacturer narrative:
Physio-control performed additional examination of the customer's device and was able to verify the reported issue.  Physio then replaced the power pcb assembly and after observing proper device operation through functional and performances testing. Physio further examined the removed power pcb assembly and determined that the cause of the reported issue was an electrically open diode, designator cr6.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported issue.  Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. No further details of the event was provided by the customer. This issue is patient related; however, there was no adverse patient outcome reported.